Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jucrx155 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jucrx155) have been reported from the same facility.

Event description:
It was reported that the microbore extension sets are leaking at the y-site where the two lines split. No other information was provided.